Event description:
It was reported that the patient slipped, resisted the fall. After 2 days, crepitation appeared in the area of the left hip joint. After the x - ray images were taken, a decision was made on the revision operation.

Manufacturer narrative:
The manufacturer did receive pictures for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00142; 0009613350-2022-00144; 0009613350-2022-00145.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: associated products only. Item name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 standard offset; item#: 00-7711-013-00; lot#: unknown. Item name: 60mm o.d. Size mm porous uncemented with cluster holes shell use with mm liners; item#: 00-8757-060-01; lot#: unknown. Item name: bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14: item#: 00-8775-036-02; lot#: unknown. Images were provided for investigation. One photograph shows the removed devices, consisting of a stem, shell, biolox taper liner and a biolox head. In addition, surgical instruments and tissue remains with blackish discoloration can be seen. The devices are covered with blood and tissue remains. The biolox taper liner is fractured into multiple parts. On the biolox head a black metal smear can be seen. Otherwise, no anomalies can be seen on the devices. The reported event can be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.